Manufacturer narrative:
The pump was received with a detached end cap. Unable to perform the displacement test due to case damage. The pump had a cracked case at the display window corners, minor scratches on the lcd window, a cracked lcd window, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, a missing end cap sticker and a stained address/serial number label.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated that the opposite end of where the battery goes into the pump is becoming detached and there is a crack above the up button. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.